Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 insulation peeled back on burner and prevented the instrument from fitting into the port. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/24/2024. An investigation was conducted on 06/-5/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or the intact c-ring. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the tip of the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back and detached from the cold jaw, exposing the cold jaw metal tip. The detached silicone insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000386685 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.